Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh has been informed about customer complaint for concerto shower trolley. It was reported that the resident was being bathed and weight against rail while being moved. Side rail became unlatched and resident rolled out of the trolley. The resident did not sustain any injury.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). When reviewing similar reportable events for concerto+basic shower trolley, we have found a limited number of cases with similar fault description (side rails catches not performing as intended). The trend observed for reportable complaints with side rails issues is currently decreasing. Taking into consideration that over (B)(4) sold concertos shower trolleys since 1996, the complaint ratio is considered to be low. There are two side rails on each device and on each side of the rail there are two safety catches. The safety catches act as a locking mechanism of the side rails. Due to a few reported adverse events regarding assumed broken side gate latches, it has been decided to set up a test to simulate abusive forces on aged side support latches. The test was performed by applying excessive horizontal forces a number of time equivalent to the lifetime of the product to the top of the side gate. The test showed that the latches and the side gates remained safe and no signs of wear or deformation could be detected and the test was passed. In the discussed customer complaint there was no indication of any malfunction of the safety catches. According to the caregivers, they were locked when the incident took place. In normal use with a correctly functioning device, releasing the safety catch is not likely to take place. However, looking at the scenario of events of the previous similar complaints, usually a sequence of use errors is necessary to this type of incident happen: not paying attention to the resident's position, not checking if the catches are properly locked, not checking before use if the safety catches are functioning properly. Omitting only one of these mitigations will not bring the patient into direct risk. It was reported that the resident was leaned on the side support while being moved, what could be deemed as a use error against the labelling. Instruction for use (IFU, document number 04.ba.05_11gb), which is delivered with every device, clearly describes how the device should be used. "Warning! To avoid falling, make sure that the patient is positioned in accordance with this IFU." What is more, it is possible that during locking of the side rail, one of the catches did not snap into place and it was not noticed by the caregiver, however this hypothesis could not be confirmed with certainty. "Side supports: fold down the side support by pressing the two catches at the same time. When raising the side support, make sure the two catches snap into place." "Warning! To avoid patient falling out of the device, make sure that all side supports are in a locked position." The device was checked by arjohuntleigh representative visiting the site after incident, who found that the safety rail was visibly bent. At this time it is unknown whether the side rail was distorted before or during the incident. If the side rail was bent and despite that used with the patient, it could influence problems with catches, therefore the product should be withdrawn from use. "Action before every use 3. If any part is missing or damaged - do not use the product!" It is not likely that the catches were worn as the device was only 7 months old at the time of the incident. To sum up, the exact root cause could not be determined with certainty. There are several possible scenarios that could have caused this incident: wrong patient positioning and weighing the resident against the side rail, not checking if both safety catches are properly locked, existing damage of the side rail. All of these factors can be considered as use errors. Our investigation shows that if the IFU safety warnings are followed, it will not lead to any patient or caregiver risk. It is unknown if the device in question was up to manufacturer's specification. It was being used for patient handling at the time of the incident and in that way played a role in the incident.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On 2016-sep-14 arjohuntleigh has been informed about customer complaint for concerto shower trolley. It was reported that the resident was being bathed and weight against rail while being moved. Side rail became unlatched and resident rolled out of the trolley. The resident did not sustain any injury. On 2016-dec-02 additional information was provided by the technician. The latches of the side support were checked and working as intended. According to the caregivers they were latched during event. The technician was also told that all new employees are trained on arjohuntleigh products and they also have on-going training throughout the year.